Event description:
Operator states pt experienced acute respiratory distress and developed a pneumothorax after being placed on ventilator. Operator states ventilator not delivering desired pressures.